Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient was present to the clinic for a follow-up, the device could no longer be interrogated. Troubleshooting the device still could not resolve the communication issue. The patient never felt a vibration from the device. The cause of no communication was unable to be determined. Device replacement was recommended following the advisory for premature battery depletion with implantable cardioverter defibrillator. No further information is available.